Manufacturer narrative:
The device, was used in treatment was not returned for evaluation with all additional information provided we have not been able to establish a relationship between the device and the reported event or determine a root cause. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review found other related failures. Probable root cause maybe a component failure. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that during npwt utilizing renasys touch, the message of blockage alarm was displayed on the screen. The problem was solved by exchanging the device. There was no delay. There was no patient harm. The device will be returned to jp local service for evaluation. The results will be shared after its completion. The serial number is currently being confirmed.